Manufacturer narrative:
Initial.

Event description:
It was reported that the user, new to the ilet pump, disconnected from the pump when the insulin cartridge was empty and also removed the dexcom g7 continuous glucose monitor (cgm) sensor, then sought guidance on continuing therapy and entered a manual fingerstick reading into the ilet; subsequent readings were elevated reported at 226 mg/dl, and the user elected to revert to backup therapy until a new sensor was obtained, with no device component implicated and no alerts or alarms. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure and no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.